Event description:
Info received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician adjusted the trend assembly and bled the hydraulic lines to repair the bed.